Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00930. It was reported that the patient was experiencing pain at their ipg and anchor site. As a result, the patient underwent a pocket and anchor site revision on (B)(6) 2019 wherein the devices were implanted deeper into their respective pockets. Further follow-up indicated that the issue has since been resolved.